Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of transmission, it was observed the patient's implantable cardioverter defibrillator was oversensing post paced t-waves. Programming changes were completed to address this issue. The patient was stable throughout.